Event description:
Information was received from a consumer regarding a patient. It was reported that the patient lost feeling from the waist down after they were implanted on (B)(6) 2017. The consumer stated that the patient lost bladder/bowel control. The patient¿s healthcare provider (hcp) performed a laminectomy, but it did not reverse the issue. An explant was later performed but the patient still didn¿t have any feeling. It was noted that the laminectomy was performed between (B)(6) 2017, which was when the device was explanted. The patient was to follow up with their hcp to address the issues as necessary. No further complications were reported. Indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-05-18. The hcp reported that a lumbar laminectomy and decompression and thoracic laminectomy with removal of the implant were actions/interventions taken to resolve the continued loss of feeling from the waist down and loss of bladder/bowel control. The hcp reported that they were unable to determine if the issues were related to the severe lumbar stenosis prescription to cauda equina syndrome. The hcp reported that the issues were partially resolved, but it was still too early to determine recovery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.